Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 64 indicating a haptic error after a restart; the device remained powered with battery above 50 percent, the screen was usable, and the user could sync data, and a replacement device was arranged while the original is to be returned. Symptoms included no reported blood glucose impact and no injury. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver while awaiting replacement. Investigation included a review of device error history and customer technical troubleshooting. Investigation of this case revealed a persistent haptic malfunction that recurred after restart. It was concluded that the device experienced a hardware malfunction necessitating replacement, with the user instructed to shut down the device and complete setup on the replacement unit.